Event description:
It was reported that the customer was hospitalized with high blood sugars. The customer's doctor stated that when her blood sugars started to elevate there was no action taken and when the infusion set was removed, the cannula was bent. The review of the programming indicated the device was functioning properly.